Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was 554 mg/dl. Bg level was corrected with a manual injection. The customer reverted to manual injections for insulin therapy.